Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals did not load properly. After the surgeon loaded the seals properly into the delivery tube, he released the wings and removed the delivery tube from the loader and the seals got caught and stayed in the loader device. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp. This report is for the third seal.

Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).